Event description:
It was reported that bd precisionglide¿ needle bent and penetrated the shield, causing a needlestick injury. The following information was provided by the initial reporter: material no.: 305109 batch no.: 7236551. It was reported the needle bent and penetrated the cover resulting in injury. Verbatim: I am writing today about an incident with a 27g bd precision glide needle. We have used these for many years and never had an issue with them. On monday may 6, using the "one hand" technique, and not using much force, the needle bent and penetrated the cover resulting in injury of one of our injectors. As we know the box states that is a possibility, this is unacceptable. There really should be a safer way of capping needles.

Manufacturer narrative:
Four (4) photos were provided by the customer for investigation. The first (1st) photo shows the needle hub assembly in a needle shield laying on a flat black surface. The needle has bent and has penetrated through the needle shield. The second (2nd) photo shows the needle hub assembly and needle shield rotated slightly showing a view looking down on the needle as it has penetrated the needle shield. The third (3rd) photo shows the needle hub assembly and needle shield from a side view. The fourth (4th) photo shows a side of the box showing the product information about the product name, product number, quantity in the shelf carton and size of the needle. The needle was bent when the needle shield was attempted to be put on the needle hub assembly. As this needle has been used the condition of the needle prior to use cannot be determined. Therefore, it cannot be determined what caused the needle to bend and penetrate the needle shield. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle bent and penetrated the shield, causing a needlestick injury. The following information was provided by the initial reporter: material no.: 305109, batch no.: 7236551. It was reported the needle bent and penetrated the cover resulting in injury. Verbatim: I am writing today about an incident with a 27g bd precision glide needle. We have used these for many years and never had an issue with them. On monday (B)(6), using the "one hand" technique, and not using much force, the needle bent and penetrated the cover resulting in injury of one of our injectors. As we know the box states that is a possibility, this is unacceptable. There really should be a safer way of capping needles.